Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to ketones and hyperglycemia, with a blood glucose reading of 500 mg/dl. The customer's mother stated that when the infusion set was removed the cannula was bent. The customer's mother also stated that the infusion set the customer was using was borrowed from a friend and not the usual one he uses. The customer's mother then stated that the customer's last set change was the day of the event and was a mio infusion set. The customer's mother further added that the customer regularly used a model mmt-397 quick-set infusion set. Programming was correct and troubleshooting was performed. The insulin pump passed both the fixed prime and the high pressure test.